Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family reported via phone call that the customer experienced high blood glucose level. Customer's blood glucose value was 458 mg/dl and 401 mg/dl at the time of the incident. The customer was assisted with troubleshooting for high blood glucose. The device will not be returned for analysis.